Event description:
Jada was placed in the operating room, but it did not control the bleeding for the patient [device ineffective]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical account specialist (cas), referring to a female patient of unknown age. The patient's medical condition included: on an unknown date in 2022, the patient had a singleton pregnancy. She was g2p2 (gravida 2 and para 2). She did not have invasive placenta, endometritis or disseminated intravascular coagulation (dic). On (B)(6) 2023, the patient had an induced vaginal birth, but it did not progress and hence the patient was taken to the operating room (considered as "hospitalization") to have an emergent cesarean section her current conditions included uterine atony (also reported as "the uterus was pale and not contracting"). No blood products were required during peripartum period. Her past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On (B)(6)2023, the patient was placed with vacuum-induced hemorrhage control system (jada system) via vaginal route (lot# and expiration date were not reported) for post partum hemorrhage (postpartum haemorrhage) by physician in the operating room. However, it did not control the bleeding for the patient, so it was removed (device ineffective) on the same day. Reportedly, 400 milliliters (ml) of blood was collected in the vacuum-induced hemorrhage control system (jada system) canister and a large baby clot came out with the device and when it was removed. The patient ended up having a hysterectomy that controlled the bleeding. Reportedly, the device came with a blue seal valve, kit and green carton. More than one device was not used. The device was not removed and then reinserted for any reason. An ultrasound was not used at any point to evaluate during vacuum-induced hemorrhage control system (jada system) use. Maternal admission to intensive care unit (ICU) was not required. The suspected cause of the postpartum hemorrhage was reported as uterine atony. No other symptoms were reported for the patient, and at the time of time of reporting the patient had recovered. There was no patient overdose, and the adverse event was not cancer. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event of device ineffective was considered as serious due to the required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical interventions (one or more surgical procedures was required, or an existing procedure changed). Follow-up information has been received from the physician on (B)(6) 2023. Patient's demographics were updated, and she was reported to 29 years old. The physician reported that the vacuum-induced hemorrhage control system (jada system) was used after trying other methods to control the bleeding. Prior to using the vacuum-induced hemorrhage control system (jada system), the patient received oxytocin (pitocin), misoprostol (cytotec), tranexamic acid (txa), methylergometrine maleate (methergine) and carboprost trometamol (hemabate) (considered as concomitant medications) and sutures were placed as well in an attempt to stop the bleeding. The physician explained that pre-eclampsia, arrest of dilation, and a macrosomic baby contributed to the patient¿s uterine atony. She believed that the vacuum-induced hemorrhage control system (jada system) did all that it could and was helpful to control the patient¿s bleeding, but it was not going to fix complete uterine atony. The tone just never got there, so they had no choice but to do a hysterectomy which resolved the problem. The physician had no further information to provide regarding this case. This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted (B)(4) MFR number- 3002806821-2023-00096. We will be retaining the old case (B)(4) MFR number- 3002806821-2023-00096 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4) MFR number- 3002806821-2023-00096. We will be retaining the old case(B)(4) MFR number- 3002806821-2023-00096 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).